Event description:
The customer reported that the pt directory was freezing and they had to reboot the system to regain functionality. The system was locking up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The system software was reloaded. The system was then found to be operating as intended.